Event description:
The patient fell and landed on her neck. System diagnostics were performed and high impedance was observed. The physician believed the high impedance was due to a lead fracture that was caused by the patient's fall. During revision surgery the high impedance resolved when the generator was replaced. The device history records for the generator confirm that the device was sterilized and there were no nonconformities prior to distribution. No other relevant information has been received to date.

Event description:
The explanted generator was discarded after surgery. Pre-operative diagnostics with the patient lying down and sitting up showed high impedance. In surgery the lead was disconnected and reattached to the generator. The impedance did not resolve. The lead was inserted into a new generator and the impedance was normal. The surgeon noted that the lead looked ok. Repeated system diagnostic tests in and after surgery showed normal impedance values. The surgeon noted that the generator was going to be replaced regardless because the patient was concerned that the generator was not working properly after the fall.